Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: k-wire devices. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the quick coupling device was not grabbing the k-wire devices and pins. It was further reported that black liquid was pouring out of the device. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was available for use. There was no human patient involvement as this device is for veterinary use only. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of a black liquid pouring out of the device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a corroded bearing and could not secure/drive the k-wire. It was further determined that the device failed pretest for check the cannulation of attachment and check the quick coupling for k-wire. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.